Manufacturer narrative:
A4-a6:unk. H6: off-label - acd <3.0. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -14.0/1.0/035 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6)2023, the lens was exchanged for a replacement lens due to blurred vision. Reportedly, "the patient was not satisfied with the postoperative visual quality, and the clinician found that the patient lacked correction for 0.5d through mydriasis and optometry, and fully communicated that the patient was extremely required to replace the lens." The problem was resolved. Cause of the event was other. The device did not fail to perform as intended. Status of the eye is reported as, "ok.".